Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2019 the following findings: during investigation, there were reboots observed in black box download. The battery compartment is cracked alongside of pump. Battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. The battery cap contacts were within specifications. A test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised with test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap did not fit properly on the pump and there were stripped threads on the battery cap. The battery compartment was also alleged to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.